Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1700518 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the gastrointestinal endoscopic surgery the physician used two devices during the surgery both were found to have clips stuck after 10 were used and the clips could not be closed. The incident did not cause harm to the patient.